Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact technical support if the issue reappears, which the caller acknowledged and understood.